Manufacturer narrative:
A customer in the united states reported a false resistant oxacillin result for a staphylococcus aureus strain in association with the vitek® 2 ast-gp67 test kit. ( reference# 22226, lot # 1320927203) with v8.01 software. In response to this complaint, biomérieux performed an internal investigation. This investigation included identification (ID) testing and multiple types of antibiotic susceptibility testing (ast). The customer's strain was submitted for investigation and confirmed to be s. Aureus using a sub-cultured isolate tested on the vitek® ms. The ast reference methods tested were oxacillin agar dilution (ad), cefoxitin disk testing and pbp2a testing. Results are listed below: ad - minimum inhibitory concentration (mic) =2, susceptible cefoxitin disk testing - 26mm, susceptible pbp2a testing - negative, susceptible vitek 2 antibiotic susceptibility testing (ast) was also performed with v8.01 software using the vitek 2 ast-gp67 test kit lot # 1320927203 (lot used by the customer), as well as an additional random lot of the ast-gp67 test kit both tested in duplicate. Three of the four cards yielded a mic=4.0 and one card from the random lot had a mic=2.0. To conclude, ast-gp67 card testing results are in essential agreement with the reference method, but oxacillin values resulted in a category error for three (3) of the four (4) cards tested. The isolate is a borderline strain.

Event description:
A customer in the united states reported a (B)(6) result for a staphylococcus aureus strain in association with the vitek® 2 ast-gp67 test kit. The customer stated the isolate had a negative cefoxitin screen and the aes software modified to positive with the (B)(6). Repeat testing obtained the same result. The customer reported that pbp2 was negative and microscan (B)(6). No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.